Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head got no telemetry, and that it failed all uplink amplitude tests. The head's cable was replaced and then the head passed all final electrical tests as well as a bench systems test. (B)(4).

Event description:
It was reported there was no telemetry with the programmer rf (radio-frequency) head. The rf head was returned for repair. There was no patient involvement.

Event description:
It was reported there was no telemetry with the programmer rf (radio-frequency) head. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).